Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was emitting tones due to an out-of-range shocking impedance measurement. Evaluation noted a gradual rise from 80 ohms to 126 ohms. A boston scientific technical services consultant discussed that a gradual increase in impedance, usually does not indicate a lead fracture but rather a change around the coil and or device. The consultant discussed programming options and further evaluation for this patient. No adverse patient effects were reported.

Event description:
It was reported that this implantable device was emitting tones due to an out-of-range shocking impedance measurement. Evaluation noted a gradual rise from 80 ohms to 126 ohms. A boston scientific technical services consultant discussed that a gradual increase in impedance, usually does not indicate a lead fracture but rather a change around the coil and or device. The consultant discussed programming options and further evaluation for this patient. No adverse patient effects were reported. Additional information was received that defibrillation threshold (dft) testing was performed due to continued out of range shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.